Event description:
It was reported that an automated pd set with cassette was damaged. This was further described as ¿a hole on the cassette somewhere at the end where they hook the cassette going to the machine¿. This was observed during set up of the device for peritoneal dialysis (pd) therapy. The patient was not connected at the time of the observation. Renal therapy services (rts) assisted the patient in trouble shooting. The patient started the therapy session over with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.